Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading/color spectrum display issue on an unspecified animas pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump display screen was dim and discolored. When replaced with a test display, the screen functioned properly.